Event description:
It was reported a wound swab was positive for coliform from the trial. The event was possibly related to the device, therapy, and procedure. Etiology was noted as the surgery/anesthesia. Ciprofloxacin was given as an intervention. The event was considered ongoing. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3878-45, lot# 0207380660, product type: lead. Product ID: 3878-45, lot# 0208376721, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that there was a coliform infection at the wound site. The event was not related to the device or therapy and possibly related to the procedure.